Event description:
A cartridge alarm labeled as alarm 30 was reported. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received instructions to put the pump into storage mode before returning it, and a replacement pump was sent by the support team. The customer acknowledged all instructions and agreed to return the problematic pump using a provided return box and pre-paid label within 10 days.